Manufacturer narrative:
The device was returned for analysis. The device passed all electrical testing and no anomalies were identified. No device problem was found.

Manufacturer narrative:
Date of event and date of implant is estimated. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-32613. It was reported that high impedance issue was observed on five out of the eight contacts of the lead. The lead and extension were explanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.